Event description:
No delay in pt diagnosis. Customer reported a group of hsil cells were outside of the 22 fields of view (fov) and there were no abnormal cells found in any of the 22 fovs. Cytology applications specialist confirmed the imager miss. Pt had previous case of hsil; therefore ,a full scan of the slide was completed. Customer agreed imager operated as expected and did not want to proceed any further.